Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from denmark alleged discrepant results for multiple samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Please note that initially, only 2 suspected false positives (sample 1 & 2) for unknown targets were reported but sample 3 was later added to the allegation, however, it is not clear if sample 3 is a recollection from 1 of the 2 patients or an entirely different sample from a third patient. Per the customer workflow, the samples were retested on another platform yielding a negative result. The positive results were directly reported from the instrument to the customer. However, results were changed to negative after retest. No patient identifiable data or run data is available and no harm has been alleged. One single batch MDR is being filed for all alleged samples. An investigation has been initiated and is ongoing.

Manufacturer narrative:
(B)(6). A customer from (B)(6) alleged discrepant results for multiple samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No alleged harm. No patient identifiable data or run data is available. No impact to patient health has been alleged. One single batch MDR is being filed for all samples. An investigation has been initiated and is ongoing. A supplemental report will be submitted on completion of investigation. (B)(4).

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2021-02624-00. An investigation was performed to evaluate the customer issue which did not identify any product problem. Additional information regarding patient samples was received during the investigation. Per customer, sample 4 & 5 tested positive for unknown targets. Please note customer was uncertain if these samples were tested on the alleged liat analyzer, sn m1-e-16326. The samples were retested on a different platform which yielded negative results for all targets. Root cause was not identified due to lack of reviewable data from the customer. However, potential factors could most likely include the following: low titer sample: results for samples with titers near the limit of detection (lod) for a given test can be expected to waiver upon retest. Testing on different platforms could also potentially give discrepant results, due to differences in algorithms and method sensitivities. Mutation: different methods may target different regions of the viral dna. Mutation in the target region could result in the target not being detected. Contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. Abnormal pcr growth no issues related to the customer allegation were identified. (B)(4).